Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedances had not been determined. The rep reported that reprogramming was unsuccessful and the physician ordered imaging. The imaging was inconclusive. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the rep had a visit with the patient today. Patient reported to rep that she was on a cruise when she lost stimulation on her right side. No report of a fall/ trauma. Date of cruise was unknown however it was indicated that it felt recent within the last couple of weeks but no date was confirmed. Rep checked connectivity and reported that the 0-7 showed not connected but 8-15 showed connection which did not correlate to the impedance readings that were found today. Impedance test showed normal impedances on 0-7 and 815 was in the 35k - 38k with one contact showing >40k ohms. Rep tried various troubleshooting steps, reprogrammed all contacts on the lead and reverse the lead tails in the table to see if that would change things which patient could still only feel stim on the left side. Rep did not have any impedances values in his report as we think he didn't run another following some reprogramming he did. Tss discussed impedances and that the impedances match to what the patient was reporting for therapy loss. Tss reviewed possible imaging to determine lead status/location to see if lead migratedor if lead is sitting in ins header block appropriately. Rep could not get stimulation to cover the right side today but was getting stimulation on left side. Rep will be meeting with hcp today to discuss options and next steps. No further complications were reported/anticipated.